Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16, checking your blood glucose 7. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient sought medical attention due to high blood glucose. He was hospitalized and diagnosed with diabetic ketoacidosis. The mother stated that the patient had spent the night away from home and that is when she believed the pod stopped delivering insulin correctly, the patient did not notice his blood glucose rise because he was sleeping. When the patient returned home the next morning, his blood glucose read 495mg/dl. He was vomiting and was brought to the emergency room that afternoon on (B)(6) 2017. The patient was expected to be released (B)(6) 2017. While at the hospital. The patient had blood-work done which had shown that his blood glucose had risen as high as 900mg/dl. His levels were brought down initially with an insulin drip then transitioned into administering insulin via pen. He was given fluids and his ketones levels were high. While at the hospital, the patient also experienced low blood pressure. Other than the saline, the mother did not remember any additional medication/prescriptions provided. No changes were made to the patient's pdm settings.